Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced fluctuating high and low blood glucose readings. The customer had a low reading of 40 mg/dl and the pump showed high readings. The customer treated with kit kat bar and blood glucose went up to 120 mg/dl. The customer stated that the pump sensor glucose showed 400's mg/dl and it went down to 175 mg/dl. The insulin pump was not returned for analysis.